Event description:
Device 3 of 3. Reference MFR report#1627487-2018-04948. Reference MFR report#1627487-2018-05340. Additional information identified that surgical intervention was undertaken wherein the leads were explanted and replaced. Patient is reportedly receiving effective therapy. Issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#1627487-2018-04948, reference MFR report#1627487-2018-05340. It was reported the patient experienced uncomfortable stimulation described as shocking sensation in the low back ever since the scs system was implanted. As a result, surgical intervention may be pending to address the issue.